Manufacturer narrative:
Further investigation found this complaint to be a duplicate of philips reference (B)(4). The parent record will be closed as a duplicate. Please reference (B)(4) for the complete investigation of the reported issue.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.reporting address line 1: 255 park road, wuxing district, zhejiang province.

Event description:
It was reported to philips that upon startup and inspection, the heartstart xl+ defibrillator failed the high energy test. There was no reported patient involvement.